Event description:
The facility reported an infusion pump with a failure code 810:04. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event, and no patient injury had been reported. No additional information or contact was available.

Manufacturer narrative:
The pump is not available for evaluation. The device has been requested but has not been received. Should the pump be received for evaluation or if additional information becomes available, a follow up report will be filed. Two (2)-year review of the complaint history reveals no other reports have been received for this serial number for the reported issue.